Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) the filter could not be pulled into the delivery catheter pod and the delivery catheter separated into separate pieces. A second emboshield nav6 eps was attempted to be prepped; however, the filter could not be loaded into the delivery catheter pod. The procedure was successfully continued without use of a filter. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, a definitive cause for the difficult to load could not be determined. It is possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed

Event description:
Subsequently, it was confirm that the first emboshield nav6 did not separate and only that the filter could not be loaded into the delivery catheter pod. No additional information was provided.